Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini would not turn on and that the meter memory was displaying incorrect results. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issues first occurred on an unspecified date at the beginning of (B)(6) 2016. The patient manages her diabetes with self-adjusted insulin and she denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient claimed that she developed symptoms of ¿sweating, faint and trouble concentrating¿; however, it is not known whether these symptoms developed before or after the alleged issue began. The patient reported that she self-treated her symptoms with food and/or drink. The patient was unable or unwilling to confirm if her blood glucose was tested on any other device. At the time of troubleshooting, the csr confirmed that the meter was not being used for the first time and established that there had been misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device.